Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high readings and occlusion from the reservoir. The customer woke up with blood glucose of 585 mg/dl. The customer treated with 75 units of injections. In the afternoon, the customer's blood glucose went down to 421 mg/dl. The customer reported a no delivery alarm which occurred in the past. The insulin pump will not be returned for analysis.